Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the replaced patient side manipulator for failure analysis. During investigation, the psm immediately triggered error code 1300 as well as other error codes. The psm was disassembled for further inspection and axis 6 (hall sensor) was found defective.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the system faulted with non-recoverable faults 1005 and 1300, and there were no light emitting diodes (leds) illuminated on patient side manipulator (psm) 4. System event logs confirmed the errors. Prior to calling, the customer power cycled the system twice with no change. They also tried reseating the sterile adapter and confirmed the presence pins weren't stuck. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they felt resistance while trying to remove the camera, nevertheless, they were able to get the camera off but then the system faulted, and the psm leds went out. The tse walked the customer through a hard system reboot with no change. The customer stated they were going to convert the case and ended the call. The procedure was converted to laparoscopic surgery. The reported patient outcome was not provided.